Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that during unpacking of the farawave catheter a leak coming from the flushing lumen was noted. There was a crack-like defect, from which liquid leakage occurred. No air ingress was detected. The device will not be returned as it was disposed.